Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2021, in order to remove overgrown tissue and change the abutment. The implanted device remains.